Event description:
It was reported that the physician requested review of device data to confirm device operation from boston scientific technical services. Upon review it was found that there were multiple instances of the patient's self-conducted fast ventricular rhythm accelerating to ventricular tachycardia (vt) after anti-tachycardia pacing (atp) therapy was applied. In each episodes, the vt was successfully terminated by shock delivery. Technical services provided reprogramming recommendations, as well as discussed a potential ablation procedure. It was indicated the patient was hospitalized, but at this time, no additional adverse consequences were reported. Additional information was requested regarding the event resolution and physician information, but has not yet been received. At this time, the device remains implanted and in service.